Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Bg value not provided. Additionally, it was reported that the pump fell, and the pump's alarm sound was annunciating without any alerts or alarms messages declaring. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
On march 31st, 2023, the distributor reported the following additional information: the speaker audible function was performing as intended. Nothing in the pump indicated pump failure.